Event description:
A customer reported obtaining unexpected positive reactions for the rh typing of donor units when performing the group/rh assay on galileo echo instrument (B)(4).

Manufacturer narrative:
An immucor technical support specialist reviewed the image result files. The test well images appeared to have tiny red agglutinates in the wells. Review of the well images seem to be some carry over from another sample resulting in the positive reactions. The customer was advised to replace the probe and monitor. No additional unexpected positive reactions occurred. The instrument is operating as expected.